Event description:
It was reported that the 9900 system had a damaged cable. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.